Event description:
This lead was implanted with an unknown date and was explanted on (B)(6) 2016 due to pack erosion. The physician was dr. (B)(6) at (B)(6) hospital in canada. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).